Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d1, d2a, d2b, d4, d6(a), d6(b), g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported "abnormal fluid". Device has been explanted.

Event description:
Patient reported, left side rupture. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Physician reported "abnormal fluid". Device has been explanted.

Event description:
Patient reported left side rupture. Physician reported "abnormal fluid". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the device. No other observations observed, no further actions are required.